Event description:
The kelly clamp from the pleuraguide kit was being used to insert the pt's chest tube when the clamp broke off and a fragment remained inside the pt. Surgery was scheduled; however, the family determined no further surgery due to pt condition (significant metastatic cancer). Pt was on comfort measures only.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the eval.